Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant, due to aortic insufficiency.

Manufacturer narrative:
Evaluation results: other = device history review found the product met specifications when released for distribution. Conclusion code: other = cause of event cannot be determined. Analysis: the valve is currently undergoing extensive evaluation. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a follow up report will be filed.